Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was found broken. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle was found to be broken in one product."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was found broken. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle was found to be broken in one product."

Manufacturer narrative:
Bd received an unsealed 24 gauge nexiva unit from lot 1347150 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was bent and piercing through the needle cover. Therefore, based off the visual inspection the engineer was able to verify the reported defect. During manufacturing, this type of defect may be caused during the process of inserting the grip assembly into the cover. Due to misalignment of the station or grip assembly being picked up at an angle, the needle can get caught up on the inside wall of the needle cover causing it to bend or form a hook. Inspection for bent needle was performed for production lines using our vision system. Vision inspection rejects units with a hooked needle (45 degrees and more bent). Improper setup of the vision system or problem with the light intensity for the cameras was indicated to be a possible reason for this defect allowing it to slip through the established quality controls. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all assembly personnel to inspect the vision system and ensure that it was working correctly.